Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised looking over commode and noticed seat is cracked on the front about two weeks ago.